Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The root cause could not be determined via data. No injury or medical intervention was reported.